Event description:
It was reported that the bd posiflush¿ normal saline syringe experienced wrong barrel label placement. The following information was provided by the initial reporter: multiple labels are wrapped around barrel of syringe.

Manufacturer narrative:
Investigation summary: it was reported multiple labels are wrapped around the barrel of syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging flow wrap with multiple syringe barrel labels. No other defects or imperfections were observed. This defect could occur if there was a jam during the barrel label placement process. A device history record review was completed for provided material number 306546, lot number 2297702. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The photo will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.